Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent sterilization. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent an endometrial ablation in an effort to treat her pain and heavy bleeding. Follow-up received on 28-jun-2016 (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) implanted and experienced heavy menstrual bleeding and chronic pelvic pain among other non-serious events. She sought treatment but was unable to resolve them. Almost 6 years after essure insertion, she underwent an endometrial ablation to treat her pain and heavy bleeding. Menorrhagia and pelvic pain are listed in the reference safety information for essure. Considering that essure may cause pelvic pain and changes in bleeding pattern, that in this case, both events started shortly after essure insertion, that she never had this pain prior to essure and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident due to required intervention associated with essure. The product technical complaint analysis concluded , as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('tightly embedded in the left cornu is a coiled metal essure device.'), device dislocation ('a right essur device is not seen within the uterus or within the right fallopian tube.') And genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with essure removed and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device dislocation, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporters information added. Medical history were added.event:tightly embedded in the left cornu is a coiled metal essure device and a right essuredevice is not seen within the uterus or within the right fallopian tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('tightly embedded in the left cornu is a coiled metal essure device.'), device dislocation ('a right essur device is not seen within the uterus or within the right fallopian tube.') And genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with essure removed and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device dislocation, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.